Manufacturer narrative:
Manufacturing investigation evaluation: the production documents were filled in completely and correctly. No irregularities were found that would indicate a failure of the k-wire. The requested tests were conducted and the results were according to specifications. The ¿breakage¿ of the wire can be traced to mechanical force on the diameter. The device history record (DHR) documents prove that the wire was produced correctly and delivered according to specifications. It is likely that the fault occurred due to improper use, but cannot be reproduced. It can also not be determined which instrument caused the fault of the k-wire. In the complaint report, it is specified that a piece of 5 mm length remained inside the bone. Based on the two (2) fragments of the wire, the presence of tip/thread and chamfer, as well as comparing the overall length of the fragments to an intact wire, it can be safely determined that no fragment remained in the bone. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 28, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A reassessment of this event was conducted based upon the evaluation of the product. As the investigators could confirm with reasonable certainty no fragments could have been left in the patient, this report is now being submitted as a ¿product problem¿ only. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: based upon the investigation conducted on the returned part, which was completed on (B)(6) 2015, it has been concluded with reasonable certainty that no fragments were retained in the patient's bone. This assessment is based on of the measurements of the two received pieces against an intact device with the same part number.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. During the procedure, the surgeon (specialist) passed the guide wire, measured, and passed the drill over the headless compression screw (hcs). When removing the guide wire, it was discovered that the guide wire had broken. A five (5) millimeter piece of the wire was left in the patient's bone. The surgeon decided not to retrieve the piece. There was no surgical delay noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.